Event description:
It was reported that an unspecified number of syringe 30ml ll experienced light scale marking which was noted prior to use. The following information was provided by the initial reporter: we have a problem printing the graduations on ll 301229 syringes, lot 1906252. Not all products are concerned in the same box, but we have encountered this defect several times.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, the scale of the syringe is noted to be incomplete, some lines and marks missing. A device history review for lot 1906252 did reveal one annotation during the manufacturing process related to this issue. During the marking process, a failure was detected in the marking machine related to the misalignment of the silk system which resulted in some scales printing incorrectly or not fully complete. The mechanical team repaired the failure and impacted units were scrapped. The final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Conclusion: based on the samples evaluated and our quality team's investigation, the root cause was determined to be related to the malfunction noted in the marking machine during manufacturing. The appropriate personnel have been made notified. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Corrective action cor-536-19 is open to reduce the occurrence of marking defects in 30ml product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 30ml ll experienced light scale marking which was noted prior to use. The following information was provided by the initial reporter: we have a problem printing the graduations on ll 301229 syringes, lot 1906252. Not all products are concerned in the same box, but we have encountered this defect several times.